Event description:
It was reported that the device battery pca(printed circuit assembly) has damaged pins. There was reportedly no patient involvement. The customer requested to return the device to the bench for evaluation and repair.